Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a revision procedure for dislodged atrial lead and also implanted a left ventricular lead on (B)(6) 2017. The next day, the atrial lead had dislodged again and the left ventricular lead had no capture. The physician reopened the pocket on (B)(6) 2017 replaced both the atrial lead and left ventricular lead. The new left ventricular lead was reported to have had diaphragmatic stimulation. The procedure was completed successfully and there were no adverse consequences to the patient.